Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to open clip, clip jumping, and arm positioner resistance were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. An xtw clip was inserted and placed on the mitral valve. The physician want to open the clip to check the orientation, but clip did not open smoothly. The clip was opened to roughly 20-30 degrees when the physician felt resistance. The clip then jumped open to roughly 100 degrees. The physician decided to procedure with deploying the clip, reducing mr to a grade of <1. There were no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.